Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024. The blood glucose level was 50 mg/dl at the time of event and the patient got treated with intravenous insulin. Length of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(6) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004012 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. The device history record (DHR) review for batch 6004012 was previously reviewed in pr. 2045606 on 20/may/2025. DHR review: the lot 6004012 was manufactured according to the wi version 77 packaging in the multivac 08 & 12, on 02/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 29/jul/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycemia that patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advanced life and lot 6004012 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question and harm code, and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.